Event description:
It was reported that patient noted they got a screwhead laying on their sciatic nerve that the doctor couldn't get out and it was put in with bone cement. Reference report: mw5119843. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5119843.